Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified de novo lesion in the right renal artery. A 1.5x15mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation; however, resistance was felt when removing the bdc from the patient anatomy. Once outside the introducer sheath resistance was felt when attempting to remove the bdc from the guide wire. The bdc had to be forcefully pulled off the back end of the wire. The procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire. The reported difficulty removing the device from the anatomy appears to be related to user error/interaction with the anatomy. It should be noted that the coronary dilatation catheters global instructions for use states: the mini trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation (balloon models 2.00 mm only) and balloon dilatation of de novo chronic total coronary occlusions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.